Manufacturer narrative:
H6. The device was not returned to ventec for evaluation. The device was further evaluated by the authorized service provider (asp) where the reported issues of it delivering lower than set peep (positive end expiratory pressure) and a sporadic breath rate were initially confirmed; however, during subsequent testing by the asp, the reported issues could no longer be duplicated. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the ventilator measured lower peep (positive end expiratory pressure) than set, and that its breath rate delivery was sporadic. There were no reports of patient involvement associated with the reported event.